Event description:
A surgeon reported left and right orientation had been incorrectly modified by another user. The exam was not properly verified before moving ahead from the load pt scan task. It was corrected after registration, when the surgeon realized the lesion showed on the wrong side. There was no impact to the pt outcome.

Manufacturer narrative:
Instruction for use state to check pt scan orientation prior to registration and navigation.